Event description:
It was reported that the patient was hospitalized for acute coronary syndrome. The lead exhibited oversensing in the right ventricle. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.